Event description:
In this event it was reported that a protaper fin.21mm/f2 file was broken during use. The broken part was not retrieved. There is no patient injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. No product will be returned. For information, this is the first complaint received involving this batch number for this issue. The batch number is known. Certificate of conformity is available. A DHR review was conducted with no discrepancies noted. No relevant information was found during DHR review (no nonconforming material report issued during manufacturing or packaging processes).